Manufacturer narrative:
(B) (4).

Event description:
The patient was having problems with his neurostimulator (ins) and it has caused him not to use it. He experienced muscle constrictions in his legs and feet when using a program that has been used for several years. He also experienced: muscle cramps in lower leg going down to the foot in both the right and left; pain in left leg; shocking sensation around the ins. When he would have a program on for the right side of his back, he would feel cramping around the ins with such force it would feel like a jolt. He has been trying cyclotherapy and it was not working very well. It gave him muscle twitching, left leg pain and low back pain. He has a hard time sleeping with it on. He would wake up to shut it off due to the leg constriction. It also bothers him when he sits. It was noted that he was in the chronic stages of (B) (6). Additional information has been requested.